Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, and the bluetooth connection between their smart device was having severe the g5 transmitter issues. Patient's mother closed all other applications running on the smart device. Uninstalled the g5 application, turned off the bluetooth, re-booted their smart device, turned the bluetooth back on, re-installed the g5 application and repaired the g5 transmitter without issue. No additional event or patient information is available.